Manufacturer narrative:
The information provided in product code and common device name were incorrect with the initial report. The correct information has been provided with this report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that her insulin pump had been alarming no delivery despite already completing troubleshooting for the issue. The patient's blood glucose at the time of incident is unknown; however, she had a recent blood glucose value of 110 mg/dl. During troubleshooting the customer was able to prime without incident. However, the alarm would recur despite successful troubleshooting. She confirmed that she has been changing her consumable products every 2 to 3 days per IFU guidelines. The customer has also been choosing insertion sites located away from scarred tissue. The customer stated that she has tried all remedies for the no delivery alarm. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump passed displacement test, rewind test, basic occlusion test, prime test, excessive no delivery test, occlusion test, self test and unexpected restart error test. No excessive no delivery alarms noted. Pump passed all operating currents tested within the spec range and passed off no power test. Pump downloaded in the carelink pro software and all bolus deliveries registered properly in the carelink history report noted. Pump received with cracked reservoir tube lip, cracked case near display window corners and minor scratches on display window noted. A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.